Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's physician had recommended the replacement of their device because it was not working. The patient confirmed their procedures in 2015 and 2016 but were unable to specify which old device was not working.